Event description:
A malfunction was reported with a displayed code of malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Customer support provided information for resetting the pump and assisted the caller in doing so, after which the malfunction did not recur, allowing the customer to continue using the pump.